Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding the device breaking was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps was broken but not additional information was provided. The procedure was completed with no reported injury. Isi followed up with the initial reporter. The customer confirmed no further details related to the reported event are known or available. This complaint will be classified based on the provided information at this time.